Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number: (B)(6).

Event description:
Healthcare professional reported "rupture" and "pain in the area of the breast" confirmed via MRI and ultrasound. This record is for the left side. The device has been explanted.

Event description:
Healthcare professional reported left side "rupture" and "pain in the area of the breast" confirmed via MRI and ultrasound. Healthcare professional later reported "invasive tubular carcinoma" and "we found the only one ruptured implant on the contralateral side. On the left, the side of tumor, the implant was ok". The event of "invasive tubular carcinoma" is not device related. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Breast pain: unable to observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, a6, b5, b6, d1, d4, d6a, h4, h6